Event description:
Boston scientific received information that this device's ventricular tachycardia programmer zone was set to something other than monitor+therapy. At this time no further information is available and this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.